Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was not cycling due to fluid loss. It was noticed that the balloon had a hole. The aus was explanted. No further patient complications reported.